Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported worsening mr appears to be a result of procedural conditions and due to the slda of the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mr with a grade of 3. One clip was implanted, reducing the mr to 1. On (B)(6) 2017, a follow up echocardiogram was performed, which found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 3-4. No further treatment has been planned or performed. No additional information was provided.